Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a curved probe was found bent during a routine inspection. There were no reported patient impacts associated with this event.

Manufacturer narrative:
(B)(4). The returned probe was examined and found to be bent at the tip. The reason for this event cannot be determined with the information provided, however, dense bone quality of the patient, off-axis use of the probe, or attempting to alter the trajectory of the probe within the vertebrae in a previous case are all possible causes. The complaint does state that this did not happen during surgery, however, so it may also be possible that the device was dropped or the failure occurred during general handling/cleaning. A review of the DHR did not find any issues which would have contributed to this event

Event description:
It was reported that a curved probe was found bent during a routine inspection. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.